Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced intermittent distortion of sound and performance decrement. Hardware exchange and mapping attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2026 and the patient was implanted with a new device during the same surgery.